Event description:
The following information was provided: on (B)(6) 2026, a hip replacement procedure was performed using stryker equipment. The procedure went without complications; an aluminum-ceramic head (size 36, length 0) was implanted on (B)(6) 2026, the patient presented to the emergency department complaining of pain; when he got out of bed, he heard a ¿crunching¿ sound. An x-ray was taken, which I am attaching. The x-ray shows a shattered, fractured ceramic head. Additionally, on (B)(6) 2025, the patient underwent right hip replacement with stryker implants featuring a ceramic head, and everything is fine. The head has been sent for sterilization and will be forwarded to you as evidence in this case.